Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The front panel was found damaged and not functioning properly. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source¿s front panel buttons were not functioning during preparation for a therapeutic laparoscopic hernia repair procedure. According to the initial reporter, the intended procedure was completed without any patient harm by using another light processor device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the front panel buttons not working occurred due to damage to the front panel. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.